Event description:
It was reported that pump generated cartridge alarm 20, and caller also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty with updated software, confirmed shipping details and signature requirement, and provided instructions for placing pump into storage mode, returning pump within 10 days, and setting up replacement pump and connecting continuous glucose monitor.